Event description:
I was using complete moisture plus solution and have had serious adverse effects, redness, eye pain, sensitivity to light. I mostly stopped wearing my contacts and went back to glasses. However, sometimes when I went out, I would wear my contacts again, hoping that everything would be alright. Each time again, the redness and pain that followed were unbearable. It was only a few days ago that I read an article in the sunday telegraph, alerting me to the problem with complete moisture plus and that it had been recalled. I am afraid that I have permanent vision impairment. Could you please advise how I can contact advanced medical optics and if there is a way I may be able to receive some compensation.